Event description:
The distributor reported on 11/21/2024: "a surgeon reported that he had events of tass from cases last week. The surgeon did not provide a suspect product but did provide a potential contributing factor due to insertion of a capsular tension ring."

Manufacturer narrative:
Background: toxic anterior segment syndrome (tass) can be a rare complication of anterior segment surgery, such as cataract surgery (incidence 0.1% - 0.22%). It is an acute, sterile, postoperative inflammatory reaction of the anterior segment. Reported cases often have occurred as clusters of outbreaks. The major causes reported in the literature are inadequate cleaning of surgical instruments, contamination of surgical devices/ agents or iols, and adverse drug reactions. Especially, tass could be caused by contaminations - bacterial endotoxins or residues from manufacturing process - of surgical instruments, ophthalmic viscosurgical devices (ovds), intracameral solutions, balanced salt solutions (bsss), dyes used for lens capsule staining, or iols. Also patient's clinical characteristics can contribute to tass development. The american society of cataract and refractive surgery (ascrs) tass task force suggested that improper cleaning of surgical instruments is the most common cause of tass. Inadequate flushing of hand pieces, the use of enzymatic detergents and the use of ultrasound baths were the most common factors involved in tass, especially enzymatic detergents for cleaning instrument containing endotoxins, which are not deactivated by autoclave sterilization. [Park et al. Toxic anterior segment syndrome-an updated review. Bmc ophthalmology (2018) 18:276; verma l, malik a, maharana pk, dada t, sharma n. Toxic anterior segment syndrome (tass): a review and update. Indian j ophthalmol 2024;72:11-8.] In many tass cases, bacterial endotoxin from medical devices is believed to cause the inflammation. [Endotoxin testing recommendations for single-use intraocular ophthalmic devices guidance for industry and food and drug administration staff issued on august 17, 2015] evaluation: an investigation of production records such as the device history record of lot cefcje showed no irregularities or deviations in relation to the event description. The review confirms that the manufacturing of the affected product was in accordance with the quality management system and applicable procedures. The records confirm compliance with the product specification and product conformity. No further complaints or post market information regarding the affected lot were registered. The affected capsular ring was manufactured under strictly controlled conditions. The manufacturing of capsular rings takes place in monitored hygienic environments designed to minimize contamination risks. Validated cleaning processes are in place to ensure that all capsular rings are free from residues, contaminants and endotoxins. In addition, a comprehensive microbiological monitoring program is implemented, including testing for microbial contamination and endotoxins. These tests are performed using validated methods according to iso 11737-1 and usp <85> to ensure compliance with regulatory thresholds. Endotoxin levels are carefully controlled. The endotoxin limit for medical device release complies with the recommended limit of <0.2 EU/device of fdas guidance: endotoxin testing recommendations for single-use intraocular ophthalmic devices v.b.1. As recommended in v.b.2 the extraction is performed at 37°c for 65 minutes to maximize the extraction efficiency. Microbial bioburden testing and endotoxin testing of the affected lot confirms compliance with the specified limits. The risk analysis and the review of the IFU were considered as acceptable. Based on the performed post market surveillance activities, there is no evidence or history that capsular rings manufactured by morcher® cause or contribute to tass cases. Tass was neither reported in the clinical ide study performed in the us, nor detected/ reported in post-market surveillance and complaint processing. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.